Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), and a review of the instructions for use (IFU) were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU provides the following statements related to the reported failure: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ a definitive root cause could not be identified. Investigation, based on past similar cases, determined the probable cause for the peeling of the tissue pad is ¿seal & cut¿ output was activated while grasping nothing with the grasping section or the probe tip kept activating the output after a transection of tissue. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the teflon pad was inspected and found to be partially split in two areas, exposing metal. It was also noted that the telfon pads had heavy char marks present. The distal end of the device was inspected under a microscope and no visual indications of damage was noted to the probe; however, foreign residue was present. The wiper, handle, and jaw were all functioning properly. The handle load was normal and the rotation of the knob torque was normal and smooth. The device did pass the probe check, and both switches were functional. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
It was reported, a thunderbeat device experienced an out of box failure during a procedure. According to the initial reporter, the user switched the faulty thunderbeat out with a new one and completed the procedure. There was no patient harm or consequence reported as a result of this event.